Manufacturer narrative:
Complaints of this nature are being investigated.

Event description:
The surgeon attempted to implant aq2003v silicone lens. The lens stuck in the cartridge. The facility stated that the cartridge malfunctioned. No pt contact.